Event description:
It was reported that the ventilator had air leakage. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. The reported failure with a hissing sound was reproduced during simulated use test of the returned air gas module. The received test logs confirmed the reported failure on 11/08/2021. The failure was caused by a defective and leaking pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref.#: (B)(4).